Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to the peripheral board failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. New processor with system life of 149h. Error code 59-06 appears indicating: ""sliding more of oe unit may have something bad"". After replacement of oe unit, error code 59-06 occurred again. Next step: replacement of peripheral pcb. After replacement of peripheral pcb problem with error code 59-06 was solved.